Event description:
The surgeon inserted a toric silicone lens model aa4203tl. The lens tore during insertion and the cause of the lens damage was unknown. The lens was inserted and removed without patient injury.